Event description:
It was reported by service report that the brakes would not hold and the zoom carriage was disengaging unexpectedly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Spiral retailing ring, brake cam. Manufacturer's investigation is still ongoing. If additional info is received, a follow-up report may be submitted.